Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted the customer to investigate the issue, however, the customer confirmed that it had been automatically resolved. The technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cdu patients not showing up on cdu2 pyxis automatically. The customer reported that when nurses view their patient list, some of the cdu patients are missing at the cdu2 pyxis. They are having to manually perform a facility search each time they need to pull a medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.